Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician in may 2023 and was complaining of unsatisfactory incontinence. Under cystoscopy, the cuff was coapting the urethra and was still functional. A revision surgery took place to change the pressure regulating balloon possibly to a higher-pressure balloon. No further patient complications were reported.

Event description:
It was reported that the patient was seen by the physician in (B)(6)2023 and was complaining of unsatisfactory incontinence. Under cystoscopy, the cuff was coapting the urethra and was still functional. A revision surgery is booked to change the pressure regulating balloon possibly to a higher-pressure balloon. No further patient complications were reported.